Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve, in the aortic position by transfemoral approach. During the procedure, it was not possible to align the valve on the balloon. Furthermore, the removal of the whole system was not possible. The patient was transferred to cardiac surgery to remove the valve and delivery system. The patient is in good condition. No valve was implanted.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected, and the following was observed: the balloon was inflated and a leak in the crimp balloon was observed. Double-wall thickness measurements of the crimp balloon were taken and the measured components were within specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve alignment difficulty was unable to be confirmed due to lack of return of relevant device components of the complaint device, and lack of applicable imagery. As relevant device components were not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''during procedure, it was impossible to align the valve on the balloon. The difficulty appeared during gross alignment. The operator did not pull past the warning marker- the warning marker was not reached due to high resistance.'' Additionally, it was reported that ''the aorta is slightly bent, valve alignment was done in the straight section after the first bend.'' Patient 3mensio was provided and tortuosity was observed in patient anatomy. Per the procedural manual, ''if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon.'' If valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of ''diving'' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. See attachment for more details. A definitive root cause was unable to be determined at this time. However, available information suggests patient (tortuosity) and/or procedural factors (valve alignment performed in non-straight section) may have contributed to the reported event. The complaint of inability withdrawing the delivery system with valve through sheath was confirmed by evaluation of the returned device. However, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported ''furthermore the removal of the whole system was not possible.'' Tortuous patient anatomy could result in non-coaxial angles of withdrawal during system retrieval, potentially causing the reported withdrawal difficulties because of sub-optimal angles created during retrieval of the delivery system through the sheath. Additionally, it is possible that the non-coaxial withdrawal configuration may have resulted in the crimped valve catching on the sheath tip and causing the reported withdrawal difficulty. A definitive root cause was unable to be determined at this time. However, available information suggests patient (tortuosity) and/or procedural factors (non-coaxial withdrawal) may have contributed to the reported event. The complaint of balloon leak was confirmed by evaluation of the returned device. However, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''as per predeco evaluation of the device, the following was observed: balloon leak.'' As such it possible that during the advancement of delivery system through tortuous anatomy the valve interacted with the crimp balloon leading to the leakage noted. A definitive root cause was unable to be determined at this time. However, available information suggests patient factors (tortuosity) and/or procedural factors (crimped valve interaction with balloon) may have contributed to the reported event. IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received. As per pre-decontamination evaluation of the device, the following was observed: balloon leak. Updated h6 device code.